Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a case on the day of the c all. It was reported that initial impedance were tested and some showed greater than 4000 ohms. The rep did not have the values during the call. Upon inspection, it appeared that the lead was all the way back to the neurostimulator (ins). It was indicated that the physician removed the lead and tested via j-hook and the patient was feel stimulation at low voltage, 2v. They wiped down the lead and re-inserted back to the ins and greater than 4000 ohms were seen on different contacts from previous. The physician decided to change out the ins and all impedance came back normal. The patient was doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.